Event description:
On 4/10/1998, the facility's or supervisor informed the MFR's representative of the following: on 3/25/1998, the pt was presented for a routine mammogram that twelve (12) routine views are required for pt's with augmented breasts. Two (2) technologist were present during the procedure. The pt had no complaint of pain or discomfort during the procedure. Two (2) to three (3) days after the mammogram, the pt reportedly began having pain and bruising in the area of the device. On 4/9/1998, contrast injection was attempted through the device under fluoroscopic evaluation by the radiologist. Contrast material was leaking into the surrounding tissue and it was decided that the device was not functioning properly. The pt was subsequently scheduled for device replacement on 4/10/1998. No further details were provided at this time.

Manufacturer narrative:
Dual device with preattached catheter was returned to MFR and has been analyzed as follows: visual and microscopic examination of the device revealed normal usage with no internal damage to the device septa. The right side of the device was patent when flushed/aspirated with 5cc of sterile water. No leaks were noted when right side of device was pressurized with air and fluid. Left side of this device was not patent when flushing/aspirating was attempted. Pressurization of left side did not restore patency. In attempt to isolate cause of blockage, dual lumen catheter was removed from device body and flushed with 5cc of sterile water. Catheter was patent. Device locking mechanism was then removed from device body. Visual and microscopic examination revealed that med "a" (silicone adhesive) was blocking left flow path of locking mechanism. Trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. Review of device history record did not reveal and mfg variances related the this event. Based on info available and results of MFR.'s analysis of deive, report that "one side of this dual device did not flush" has been confimred. Excessive med "a" applied to locking mechanism appears to have been cause of left side of device not flushing. Additional investigation revealed that this event appears to be isolated incident. In effort to prevent occurrence of this event in future, production and quality control personnel have been made aware of this incident. No further details are available. Customer will be notified of MFR.'s findings and issued replacement device. MFR. Is not closing file on this event. Submitted to FDA 7/28/1998.